Event description:
It was reported that an unspecified quantity of elastomeric devices under infused during infusion. It was observed that the fluorouracil pumps had fluid remaining in the balloon at the time the infusion was expected to be completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.